Event description:
Patient undergoing posterior vitrectomy. Laser could not read the fiber, therefore, would not work. No patient information provided.

Event description:
Patient undergoing posterior vitrectomy. Laser could not read the fiber, therefore, would not work. No patient information provided.